Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a plate was originally implanted during a corrective osteotomy procedure on an unknown date in (B)(6) 2010. The plate broke post-operatively on an undisclosed date. Reportedly, there was very little radiographic evidence of bone healing at the osteotomy site on re-xray of the patient following implant breakage. According to the surgeon, the patient reported no fall onto this affected wrist or any high loadings that could be expected to precipitate an implant failure of this nature. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. There is evidence of high mechanical load (fatigue) leading to the breakage of the plate.